Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of guide catheter detached/separated. Block h11: an advanix-naviflex biliary stent was returned for analysis. A visual examination of the returned device revealed that the guide catheter was bent and the push catheter was kinked. Additionally, the guide catheter was found detached. Microscopic examination was performed, which showed that the push catheter suture hole and the stent suture hole were torn. No other damages were noted to the stent and delivery system. Product analysis confirmed the reported event of stent deployment failure. Taking all available information into consideration, the investigation concluded that the reported event and observed damage were likely due to excessive force applied during deployment, possibly influenced by physician technique or anatomical tortuosity. The torn push catheter suture hole suggests the suture became stuck, preventing stent deployment. The same force likely tore the stent suture hole and damaged the push catheter. Additionally, the bent and detached guide catheter indicates excessive force during device withdrawal. Therefore, a review and analysis of all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was to be implanted to treat common bile duct stones in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the stent reached the correct position in the common bile duct, but it failed to deploy. Another advanix-naviflex biliary stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed a reportable event based on the investigation finding of guide catheter detached. Please see block h11 for full investigation details